Manufacturer narrative:
Unique identifier, operator of device is unknown; no additional information was received. Evaluation of the returned device was unable to duplicate the invalid syringe size during syringe test and all the reading of size, position within the required specs. Customer must have been loading a syringe incorrectly or trying to use a syringe that is not characterized / approved for use on their device. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device is not reading the syringe. No patient injury was reported.